Event description:
The customer reported the image was going black when foot switch released then slowly coming back to normal. Pt involved, but no injuries.

Manufacturer narrative:
The ge service rep found the issue was a phone fix. The customer replaced interconnect cable he had in stock.